Manufacturer narrative:
Correction to d(4) - model no changed from 18320 to 19191; d4 - catalog no changed from ble-i1-529 to zxp425; d4 - unique identifier (UDI) # changed from (01)20385082000020(11)220302(17)230902(10)l73097 to (B)(4).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle mechanism did not retract as intended. This indicates a needle mechanism failure. The pod was worn for les than an hour.